Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller with the reset, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the problem happens again, and the caller understood these instructions.